Event description:
It was reported that during a unknown procedure, after a few minutes of use, the device did not work. The surgeon could finish the surgery with a new device. No patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the lcsc5ha device was returned with the blade scratched and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. An error code 5 was noted. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Conctact with staples, clips or other instruments while the instruments is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. A batch record review was performed and no anomalies were noted during the manufacturing process.